Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that a revision surgery was performed using the blueprint planning feature. The patient had previously undergone a primary shoulder procedure involving stryker/tornier implants. Following the initial surgery, the patient developed an infection, and all implants were explanted with placement of an antibiotic spacer. The revision procedure involved removal of the spacer and conversion to a reverse shoulder arthroplasty.

Event description:
It was reported that a revision surgery was performed using the blueprint planning feature. The patient had previously undergone a primary shoulder procedure involving stryker/tornier implants. Following the initial surgery, the patient developed an infection, and all implants were explanted with placement of an antibiotic spacer. The revision procedure involved removal of the spacer and conversion to a reverse shoulder arthroplasty.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications, and was sterilized according to procedure. No deviation for a non-conformance could be found. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.